Manufacturer narrative:
Information unknown/not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Phone number: (B)(6). MFR site: (B)(6) the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the surgery, there was a crack (tear) in the periphery of the anterior capsule when the intraocular lens (iol) was inserted. The doctor noticed that the anterior capsule was torn when he pulled the injector out of the eye. Initially, the account stated that there was a burr on the tip of the cartridge after the operation; however, later, the doctor concluded that it was not the tip of the cartridge/injector that caused the posterior capsule tear. The probable cause was indicated to be the lens that was ejected vigorously as a result of pushing the plunger too hard during operation. Therefore, it was determined that the problem is not caused by the product and that it is a problem with how the doctor used it. The lens remained implanted. It was confirmed that the patient's postoperative visual acuity was good and the toric axis was align with the target without rotation. No information on the treatment method for the posterior capsule issue was provided. No further information was provided.

Manufacturer narrative:
Corrected data: on june 17, 2021, upon further review of this case, it was determined that the initial report of cartridge tip damage was ruled out and the harm is for anterior capsule tear/damage and not posterior capsule and in addition did not require additional maneuvers to reposition or remove the lens. Therefore, based on the additional information provided by the account, there was no indication of malfunction or patient injury attributed to j&j device; therefore, the event is no longer considered reportable per grm. A supplemental MDR/correction report will be submitted for this case indicating that this event is no longer reportable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noticed that the following sentence "a supplemental MDR/correction report will be submitted for this case indicating that this event is no longer reportable." Was inadvertently not removed from section h10 of the supplemental MDR #1 before its submission. Therefore, no further information will be provided under this manufacturer report number 9614546-2021-07235. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.